Event description:
It was reported by service report that the head left siderail was broken and stuck down; the outer panel had impact damage; the timing link was broken in half and hanging down with rough edges on both sides. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: broken timing link with sharp edges caused siderail being stuck down. Damage head left outer siderail panel.